Event description:
It was reported that the patient was seen in clinic. Upon device interrogation, the left ventricular lead exhibited loss of capture. An x-ray revealed the lead had dislodged. The lead was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal lead characteristics.